Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely elevated troponin (accu tni) results, in the risk stratification range, generated by the unicel dxi 800 access immunoassay system for three patients' samples. Upon repeat the results were within the normal reference range and better matched the patients' clinical pictures. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are lithium heparin plasma with gel barriers that were centrifuged at 3,000 rpms for 10 minutes. Specimens are aspirated from the primary collection tubes initially. The samples are aliquoted and re-centrifuged prior to repeat analysis. The samples were collected and transported from a satellite facility. Qc was within the customer's established ranges prior to and after the event. The customer declined service for this event due to a scheduled preventive maintenance (pm) was just completed on (B)(6) 2010. A clear root cause for this event has not been determined to date.